Manufacturer narrative:
Age or date of birth, weight, ethnicity information unknown not provided. Implant date (2021 reports): if implanted, give date: not applicable, as lens was removed/replaced during the same procedure. Explant date (2021 reports): if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Email address: unknown/not provided. Telephone number: (B)(6). Device evaluation: the preloaded unit was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be performed. Manufacturing record evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during the implantation the rear haptic tore off and the lens had to be removed during the same procedure. No further contact is desired and the lens has been thrown in the trash. Through follow up it was learned that the patient is satisfied. Surgery was completed with a different lens. No further information is known.